Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that there was an infection. The rep did not clarify location of the infection. The rep said the patient told them they had an infection so the ins was deactivated and removed and they left the paddle lead implanted. The rep said they did a chest x-ray to confirm placement of the paddle lead. No further complications were reported.